Manufacturer narrative:
The patient's lifevest was not returned for evaluation. Biocompatibility testing to (B)(4) was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
During a retroactive review of distributor incident files, conducted as a CAPA in response to a recent FDA inspection, a reportable adverse event was discovered. The patient's wife reported that the patient had a severe rash under all of his electrodes and the rear therapy electrodes. She reported it improves when the device is off and gets worse when he puts it back on. She reported the area under the rear therapy electrodes was almost developing a blister and was getting worse. During a follow up on (B)(6) 2014, the patient's wife reported that they were using (B)(6) and cream and that the area was improving. During a final follow up on (B)(6) 2014, the patient's wife reported that they went to the doctor and he thought the irritation could be due to a metal allergy. The doctor recommended prednisone for the irritation. The final medial outcome of irritation is unknown. No alleged device deficiency.